Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The patient gets an aberrancy in the rhythm and the device double counts at that time. The sensing vector was in the secondary vector at the time of the shock. Technical services discussed some programming options. The sensing vector has been reprogrammed to the primary sensing vector. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. Technical services advised some testing options. The patient is on dialysis, and it is believed that the last two shocks were due to him being hyperkalemic. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The patient gets an aberrancy in the rhythm and the device double counts at that time. The sensing vector was in the secondary vector at the time of the shock. Technical services discussed some programming options. The sensing vector has been reprogrammed to the primary sensing vector. There were no additional adverse patient effects. The system remains implanted.